Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the telescoping catheter tip disconnected from it main body. The physician was unable to snare the tip to pull it out and it remains in the patient. No patient complications have been reported as a result of this event.